Event description:
Upon receipt of a loaner unit, a philips bench technician noted the therapy optical switch was not recognizing the correct amount of joules selected. There was no patient involvement.